Event description:
It was reported that the units bur and then jam during use.

Manufacturer narrative:
Add'l lot # sc5e01. Device manufacture date for lot sc5e01: 05/10/2010. A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-00711.